Event description:
It was reported that the user consumed alcoholic beverages, did not announce a meal, and subsequently experienced elevated blood glucose while using the ilet system; the agent advised allowing the algorithm to correct and to suspect an infusion site issue if glucose continued to rise beyond 45 minutes, with guidance to change supplies. Symptoms included hyperglycemia. Outcomes included user education on troubleshooting steps with no reported medical intervention or hospitalization. Investigation included technical review and user troubleshooting. Investigation of this case revealed no device malfunction reported and a possible infusion site issue could not be excluded. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially influenced by missed meal announcement and possible site issue, with appropriate user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.